Manufacturer narrative:
The investigation for the reported thrombus has been completed. No product was returned for evaluation. The cause of the thrombus was most likely patient condition related. The instructions for use provides details on how prevent thrombus formation in the pump. It states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, there were waveform changes and increase in lactate dehydrogenase (ldh). Heparin was added to the purge solution and the issue resolved. After the pump was explanted, a clot was located in the inlet cage of the pump.